Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trm, implantable cardioverter defibrillator, (B)(6) 2013; 4196, implantable pacing lead, (B)(6) 2013; 8780, catheter, (B)(6) 2013; 8637, neuro pump, (B)(6) 2013. (B)(4).

Event description:
It was reported that there was two episodes of rapid non-sustained tachycardia that appeared to have noise. It was indicated that the noise was sensed intermittently on both right ventricular (rv) lead channels and the noise would start and stop at the same time. It was also reported that noise was determined to be from an electromagnetic interference source. It was noted that the lead impedances were solid. The rv lead is still in use. No patient complications have been reported as a result of this event.